Event description:
The manufacturer received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. There was no patient harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
Section h6 medical device problem code, type of investigation, investigation findings, and investigation conclusions have been corrected.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. Additional information was received and section b5 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer reported an allegation of an issue related to a CPAP device's sound abatement foam. The manufacturer received information alleged throat has been burning for the past 3 months, also noticed black debris when coughing. There was no report of serious or permanent harm or injury. The device was returned to the manufacturer's service center for further evaluation. The device was evaluated. A foreign white powdery substance was found on the blower motor's fan blades. Potential dark keratin particles were found on the blower box outlet port. The internal aspect of the device was inspected. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the manufacturer. There was 1 error found. The manufacturer concludes that they could not confirm the customer's allegation and there was no visible foam degradation. Section h6 was updated and corrected by adding health effect - clinical codes which was missed in initial report. Section d4 was corrected by capturing unique identifier which was incorrect in initial report.